Event description:
It was reported that during a tka procedure, the camera was not warming up, only the power green light was on and it was not showing connected. The navio case had to be aborted and proceed with manual instrumentation instead. No surgical delay or patient injury reported. The investigation confirmed there was an internal communication in the ndi camera. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device was intended for use in treatment and was returned for evaluation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides solution for the described camera error. This is an identified failure mode within the risk assessment. The investigation confirmed there was a relationship established between the reported event and the device. The device was returned and investigated for initial investigation. The camera didn't connect to the navio system with either the returned cable or a known good cable. When attempting to connect to ndi toolbox, no camera was shown. The middle led light (the status led) never turned on (neither green nor yellow). This is related to the communication internal to the ndi camera. No problem was found with the returned cable. The camera was returned to the OEM for further evaluation and repair. The malfunction is most probably due to supplier / raw material fault. No containment or corrective actions are recommended at this time. Per complaint details, the device malfunctioned during use and the navio was abandoned for manual instrumentation. Based on the information provided the modified procedure did not result in patient injury/impact; therefore, no further medical assessment is warranted at this time.